Event description:
It was reported the lead alert triggered due to high lead impedance values on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. There was a lead impedance out of range alert. The impedance trend on the rv pacing lead was rising and variable. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2012 and (B)(6) 2013. The approximate maximum ventricular pace lead impedance baseline was 1400 ohms between the weeks ending (B)(6) 2011 and(B)(6) 2012. It then increased above 1500 ohms and was erratic. The maximum ventricular pace lead impedance varied between the approximate baseline of 1400 ohms and greater than 2000 ohms between the weeks ending (B)(6) 2012 and (B)(6) 2013. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was later reported the right ventricular lead impedance measurements remain high. The threshold measurements have increased and the r waves have decreased. The lead was capped and a new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.